Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate.

Event description:
It was reported that pump's time was incorrect. Reportedly, the customer did not change the time when changing time zones. Customer's blood glucose was 157 mg/dl. Tandem technical support guided the customer through adjusting the pump time.

Event description:
Additionally, it was reported that customer received an incorrect bolus amount. Reportedly, the customer entered 22 grams of carbohydrates into the bolus menu and received a recommended bolus amount of 18 units. The customer did not deliver the bolus. Review of the settings verified that the customer¿s settings were 1 unit:1.1 grams. The customer acknowledged the information and was recommended to consult with healthcare provider as the settings varied from the other carbohydrate ratio settings on the customer¿s profile.